Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
It was reported that during implantation of an impella cp, the patient developed ventricular tachycardia which quickly deteriorated to ventricular fibrillation. The patient was successfully defibrillated. Later, care was withdrawn and the patient expired.

Manufacturer narrative:
The root cause of the tachycardia was unable to be determined due to insufficient clinical details. The device passed all post sterile inspection checks.